Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that this lead was removed due to product dislodgement. Intervention to reposition the lead was unsuccessful as the helix failed to function correctly. The lead was removed and replaced in absence of any adverse patient effects and is expected to be returned for analysis.